Event description:
It was reported a medic crew responded to a call and was able to unload the cot using the power feature; however, after placing the patient onto the cot the crew attempted to load the patient into the ambulance and the power feature of the cot allegedly would not respond. It is unknown at this date if the crew attempted to access the manual release system to complete the loading process. The patient's family advised the medic crew they would take the patient to the hospital themselves and the request for transport was ended. No injuries to the patient or medic crew were reported as a result of the incident.

Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted; and it was observed the head end actuator was damaged and the energy chain was detached from the main frame of the cot and jammed into the actuator and was unmovable. These observations would have not allowed the cot to move into the expected position. It is unknown how and when the damage was incurred; however, it is known if improper unloading/loading techniques are used damage to the energy chain and actuator can result. The IFU provides instructions on proper loading and unloading technique as well as guidance for inspection of the cot before and after use.

Event description:
It was reported a medic crew responded to a call and was able to unload the cot using the power feature; however, after placing the patient onto the cot the crew attempted to load the patient into the ambulance and the power feature of the cot allegedly would not respond. It is unknown at this date if the crew attempted to access the manual release system to complete the loading process. The patient's family advised the medic crew they would take the patient to the hospital themselves and the request for transport was ended. No injuries to the patient or medic crew were reported as a result of the incident.